Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. After a review of the electronic pt record, the device shows two (2) successful defibrillation shock deliveries before a power off was annotated. The cause of the reported failure could not conclusively be determined.

Event description:
It was reported that during a pt event, when the user attempted to deliver the defibrillation shock, the device shut down. The end user advised the device was powered back and on and then another shock was attempted, when the device shut down a second time. The end user advised that the device was powered back on again and continued working normally with no further delay in pt care. The biomedical engineer advised physio that they had thought the device successfully delivered the defibrillation shocks prior to the reported loss of power. The pt did not suffer any adverse effect as a result of the reported failure.